Event description:
The customer obtained a non-reproducible lower than expected vitros glu result from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected glu result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible lower than expected vitros glu result was obtained from a single patient sample processed on the vitros 5600 integrated system. A definitive root cause could not be determined.